Event description:
Reported that, without a user command, the system retracted the catheter out of the patient, removing patient patch and introducer sheath from insertion site. Physician reinserted same catheter and successfully completed case.

Manufacturer narrative:
Based upon log file investigation, the physician's team varied from the IFU instructions: they simultaneously pressed system buttons while removing, then installing the guide wire support. It is not standard practice to simultaneously install and remove catheters/wire supports while pressing the system buttons. Based on the information from the reporting site there was no patient injury associated with this event. The physician successfully completed the case with the same magellan robotic system and catheter.